Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump modules had under infusion of normal saline was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of under infusion. A review of the suspect pump modules¿ error log was performed, and no errors or anomalies were noted on the reported event date. On 07dec2025 an infusion was programmed and started on suspect pump module s/n (B)(6) for ivf maintenance (drug ID 1) at a rate of 999 ml/hr and a volume to be infused (vtbi) for a duration of 1 hour and 12 minutes. At 8:20 am a time of day modified event was recorded. On 08dec2025 at 9:31 am the infusion was completed and a primary volume infused (pvi) of 1200.03 ml was recorded. At 9:32 am an infusion started at a rate of 999 ml/hr and vtbi of 200 ml for an expected duration of 12 minutes. At 9:44 am the infusion was completed and a pvi of 1400.16 ml was recorded. An infusion started at a rate of 999 ml/hr and vtbi of 200 ml for an expected duration of 12 minutes. Between 9:48 am and 9:49 am the infusion was paused and the pump module alarmed for occlusion on patient side and check IV set, the unit was channeled off and a pvi of 1469.97 ml was recorded. An infusion was programmed and started on suspect pump module s/n (B)(6) for ivf maintenance (drug ID 1) at a rate of 999 ml/hr and vtbi of 200 ml. At 10:01 am the suspect pump module alarmed for air in line and the unit was channeled off. A pvi of 197.479 ml was recorded. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. All inspected parts were manufactured by bd. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any conditions existed at the time of the customer¿s event. It should also be noted that the variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported under infusion was not determined during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed with the suspect pump modules during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of normal saline (ns). The intended volume of ns to be infused was 999ml in one (1) hour; however, 999ml infused in one and half (1.5) hours. The medication was programmed manually using the guardrail drug library. No other infusions were running at the time of the event. There was patient involvement but no harm.

Event description:
It was reported an under infusion of normal saline (ns). The intended volume of ns to be infused was 999ml in one (1) hour; however, 999ml infused in one and half (1.5) hours. The medication was programmed manually using the guardrail drug library. No other infusions were running at the time of the event. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.